Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 4.0, lab: 8.x; 45 mins between testing. Therapeutic range: unk. Pt self tester at hospital ER. Pt self tester tested on meter and was unable to obtain a result. Pt went to the ER because of a severe nose bleed and received an inr of 8.x at the lab. Pt's wife went home and brought meter to the hospital to compare with lab venipuncture. Pt re-tested on the inratio meter, using the same finger, and obtained 4.0inr. No treatments were given. Pt did not provide technique info.